Event description:
Today there was a b. Braun 250 ml ns IV (normal saline intravenous) bag failure. The technician removed the protective layer and wiped the bag down as usual before placing into the hood for compounding. There was no obvious sign of leakage at that point and the bag was properly handled with no aggressive insults to the product prior to use, such as sending it through a pneumatic tube. The bag was then used to admix carboplatin. When placing into the chemo transport bag, the technician tipped it upside down, at which point fluid poured out of the top corner of the bag at a rate that appeared similar to that of pouring water out of a gooseneck tea kettle. Chemo spilled all over the bag and into the hood as the technician reoriented the bag upright. The spill was cleaned, and the defective admixture was disposed properly. The lot number was j3s025, expiration date 11/30/25. In response to this event, the technician began checking the integrity of the bag by squeezing and inverting all IV (intravenous) bags prior to compounding.